Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Therefore, a conclusive cause to the reported suture break could not be determined. A suture break can occur due to a number of factors including, but not limited to a manufacturing deficiency, user technique or patient anatomical conditions. During manufacturing, suture strength is tested assembled and loaded into the device. A sampling of finished devices is destructively tested to verify the functionality of the device. A suture may break if the user applies too much tension while pulling on the limb suture. Review of the device history record for this lot did not product any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that the suture broke after placement in the right common femoral artery using the preclose technique after an interventional procedure. Reportedly, the suture of one of two of the proglide devices placed broke while advancing the knot with the snared knot pusher. Advancement of the snared knot pusher was done at a slow and steady pace. Manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae. A 6f sheath was used while deploying the proglide sutures and then the sheath was upsized to a 14f sheath to perform the interventional procedure. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.